Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they couldn't get the device to recharge; pt initially stated that the controller and battery pack were not recharging. Pt stated that they had been having the issue off and on for the last couple weeks and that the controller wouldn't keep a charge. Pt stated that it would take a long time to get the equipment right in order to recharge and that when the device started recharging, the equipment would go back off and stop recharging the device; pt was having difficulty recharging the ins and that the controller screen would go black when they were trying to recharge their ins. Pt stated that memory problem data has been lost was displaying on the controller; pss reviewed screen meaning with the pt and pss walked the pt through setting the date and time on the controller. Pt then saw the batteries screen display with the controller battery at 90% and the ins battery at 50%. Pss had the pt connect the recharger (rtm) to the controller and start recharging the ins ; pt stated that their ins was kind of sideways so they usually had to prop it up. Pt then saw the normal recharging screen with recharging excellent indicated and the green light flashing above the screen. Pss asked the pt if the rtm was loose in the controller port; pt stated that they could wiggle the rtm cord a little bit. Pt then stated that only recharging was indicated and that the recharging quality was no longer displaying. Pt stated that if they moved whatsoever then the ins would stop recharging. Pt stated that the other night they felt that the rtm got kind of hot while recharging their ins. Pt then stated that system problem rm04 displayed on the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6) , revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.